Event description:
During cardiac catheterization with angioplasty and stent placement, the stent balloon broke off in the pt's coronary artery. The physician was able to retrieve the balloon by trapping it with a second balloon inflated catheter. Abbott vascular's rep ((B)(4)) was notified and was given the broken device on (B)(4) 2008.